Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to sigmoid during a sigmoidectomy procedure, the anvil of the circular stapler was disengaged into the patient's cavity and the top part of the stapler had to be removed with a hand instrument to complete the procedure. There was no patient injury.